Manufacturer narrative:
Age at time of event: 18 years or older.

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the severely tortuous and mildly calcified distal right coronary artery. A 10mmx2.00mm wolverine coronary cutting balloon was advanced but it was difficult to cross the lesion. After that, upon third inflation at 12 atmospheres for 5 seconds, the balloon ruptured. The device was completely removed from the patient's body without any issues. The procedure was completed with a different device. No patient complications were reported.